Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient has a medical history of interstim devices and recently had their interstim device replaced on (B)(6) 2024. The patient indicated that they had a pain stimulator too (though we do not have records of the patient having a pain stimulator from this manufacturer). It is unclear which of the reported issues are related to the pain stimulator. See related regulatory report #: 3004209178-2024-07824 for interstim report. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have been in agony for the last 3 -4 nights. Patient stated they have not slept because when they go to bed the left side of their body starts contracting and the they have pain that is unbelievable. There is pain at the hip and left leg and foot that is excruciating pressure and throbbing. This happens when the patient lies down. The caller has tried c hanging programs and they thought it may have helped a little. They turned stimulation all the way off and they were in agony all night. Explained how to turn stim off to confirm that the patient did it correctly and they report that they did but they were in agony all night. Patient also mentioned they have a pain stimulator. And they know something is wrong but it gets worse when they lie down and as it progresses through the night everything gets worse and worse. The patient was redirected to their healthcare provider to further address the issue, reviewed that if the therapy is turned off there is no output from the device. Reviewed medtronic role and redirected to the hcp. The caller reported that they were never trained on this device. Pss reviewed that were attempted calls for device education, but voicemails were encountered. The caller reported that we had the wrong number. Agent reviewed that we will get the number updated so they are set up to get future calls. The patient  redirected to hcp as they were reporting excruciating pain, even with the therapy turned off., the patient called back. The caller was overheard discussing their symptoms on another caller with their hcp and explained that they had felt pain in the hip bone all the way down the left leg and felt like a burning into their heel. They were heard reporting that it started right after implant (understood as implant of the patient's interstim device (implanted:(B)(6)2024.the caller noted it was like electricity that was stronger during the night. The caller turned off the stimulation and it did not resolve. The caller tried changing programs today and they are feeling fine, but they will see how it feels tonight when they go to sleep. The caller reported that they suspect the issue is because they have a wire on the nerve and that they had difficulty placing the lead because things are so close together because the patient is only 4'11".  There was no allegations about longevity. . They reported that they called him the night before last to explain that they were having trouble with the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked for clarification on the pain when lying down they stated that the pain was determined to be complex regional pain syndrome (crps) which caused inflammation from the right foot to travel to the surgical site. When asked about the cause of the pain they stated that the pain was like intense and radiating. After a visit to the emergency room, within a few hours the fentanyl dissolved it. When asked what steps were taken to resolve the issue they stated that the pain disappeared after infusion of fentanyl. The issue was resolved. They provided additional information stating that in 2016 they were run over by a swat vehicle. The injury severely crushed their ankle. They had three surgeries and were informed in the beginning they would have chronic residual pain syndrome. This was referred to as crps in an extremity, the inflammation could travel to a site of an injury and cause intense pain which was not helped by any type of pain pills or analgesics. When they went to the ER they could not determine the origin of the pain. They gave them an infusion of fentanyl and within a few hours the inflammation disappeared ared.